Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. E3 initial reporter's occupation: surgical services manager. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As no serial number was provided, we were not able to complete a device history record review. The IFU contains the following statements: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction... Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.¿ though a definitive root cause could not be determined, based on the results of the investigation, it is believed that one of the following caused the reported event to occur: water droplets and dust adhered to the electrical contact part of the scope, compromising the connection. The cable connection was loose. A possible malfunction of the processor¿s board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source presented a b30 scope communication error during preparation for use. There was no patient harm or consequence reported as a result of this event.